Manufacturer narrative:
A ge rep evaluated the system and repaired the connector guides for the at comm circuit board, so that it would seat properly. System operates as intended.

Event description:
Customer reported the system will not boot up. No patient injury was reported.